Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration of essure device location of device: perforated or disappeared') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". In 2002, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal )"), menorrhagia ("abnormal bleeding ( menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight fluctuation ("weight gain weight gain / loss specify which one weight fluctuation"), alopecia ("hair loss"), abdominal distension ("bloating"), memory impairment ("forgetfulness") and back pain ("back pain"). On (B)(6) 2002, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), vaginal infection ("infection type: vaginal"), migraine ("migraines/headaches"), abdominal pain ("pain abdominal") and fatigue ("fatigue"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed) hysterectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the uterine perforation, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, dyspareunia, abdominal pain, fatigue, weight fluctuation, alopecia, abdominal distension, memory impairment and back pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, dyspareunia, fatigue, memory impairment, menorrhagia, migraine, uterine perforation, vaginal haemorrhage, vaginal infection and weight fluctuation to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2019: pfs and medical record received. Case become incident. Previously reported event injury nos was replaced with new events added from pfs- migration of essure device location of device: perforated or disappeared, pelvic pain female, abnormal bleeding (vaginal), abnormal bleeding ( menorrhagia), infection type: vaginal, migraines/headaches, dyspareunia (painful sexual intercourse), fatigue, weight fluctuation, hair loss, bloating, forgetfulness, abdominal pain, back pain and patient did not underwent essure confirmation test. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.